Event description:
Per medwatch, it was reported that: during an abdominal "aortography" with pta and stenting of cfa, sfa, and right popliteal artery, the tip of the victory 14 straight tip guidewire broke off. Broken tip was left in artery and a stent was place over the broken piece.

Manufacturer narrative:
Complaint investigation underway.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Per medwatch, it was reported that: during an abdominal aortagraphy with pta and stenting of cfa, sfa, and right popliteal artery, the tip of the victory 14 straight tip guidewire broke off. Broken tip was left in artery and a stent was place over the broken piece.